Event description:
Physician complaining of post-op bleed in vessels from nasopharynx from adenoidectomy in two pts. This report is for pt # 2.

Manufacturer narrative:
The MFR will contact the physician for add'l details. This is an initial report.